Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2013, lot number a72332. In (B)(6) 2015 the physician saw the patient with pain and discomfort. Reportedly after tests, essure was found in the endometrial canal. Ptc investigation result received on 02-feb-2015. (B)(4). Final assessment: production date: 11/2012, expiration date: 11/2015. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality . The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. 2 further ae case reports have been received to date in relation to the reported batch, none of them referring to a similar adverse type of event. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up 27-may-2015: follow up information received from the physician. No previous cervical conization, curettage, ius/iud, myomectomy or adnexal surgery. No previous gynecological problems or procedures. No relevant medical history or concurrent conditions. Patient was not post-partum state at time of essure insertion on (B)(6) 2013. During the procedure the sounding was done and patient received local anesthesia. The insertion and visualization of the tubal ostium was easy. No fluid loss more than 1500cc and procedure did not take more than 20 minutes. In (B)(6) 2014 hysterosalpingogram was performed and showed successful occlusion in bilateral fallopian tubes with essure devices. No perforation occurred. On an unspecified date a pelvic CT scan was performed and showed essure in endometrial canal. On (B)(6) 2015 other hsg was performed and no essure was visualized in the left fallopian tube and it was in endometrial cavity. Essure was not removed. Follow up information received on 01-jun-2015 from medical assistant: according to reporter, patient had her essure on (B)(6) 2015 (discrepant information). On the same day ((B)(6) 2015), she had endometrium curettage and endocervix foreign body removed. She did not have a tubal ligation done. Patient came in for a postoperative visit on (B)(6) 2015 and she did recover already. She was scheduled for a gynecology consult on (B)(6) 2015. Case considered incident. Follow up 10-jun-2015: ptc investigation results were updated and provided. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Final risk classification risk category v. Medical assessment: this ptc was initiated due to a request for confirmation of quality . The reported adverse events are not indicative of a quality deficit per se. (B)(4) further ae case reports have been received to date in relation to the reported batch, none of them referring to a similar adverse type of event. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 11-jun-2015 from nurse: reporter confirmed essure insertion date ((B)(6) 2013). She stated that physician did curettage for a different condition, it was for her menorrhagia as she had bleeding problems. A btl (bilateral tubal ligation) was performed on (B)(6) 2015 in operating room under anesthesia for permanent sterilization, it was not an essure procedure. It was the essure in the endometrial cavity floating and doctor removed it. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain. She was submitted to a hysterosalpingogram (hsg), which revealed left essure in the endometrial canal (device expulsion). Then, essure was removed and dilatation and curettage was performed to treat menorrhagia and bleeding problems (genital haemorrhage). The reported events were considered serious, due to medical importance and are listed in essure's reference safety information. During essure micro-insert therapy abdominal pain and genital bleeding and menses pattern changes may occur. In addition, there is a risk that the device could move out of fallopian tubes and this movement could be an expulsion (into uterus/cervix or out of the body). In this particular case, patient had a first hsg; which revealed successful occlusion of fallopian tubes. Then, due to pain, she was submitted to another hsg, approximately 2 years after essure placement, and essure was found in the endometrial canal. Endometrium curettage was performed and the micro-insert was removed. Although the exact mechanism of these events is unknown; given their nature causality with essure cannot be excluded. Although the reporter stated that the dilatation and curettage were not related to essure, a contributory role from essure use to the bleeding events cannot be excluded and since the intervention was made to treat these events, this case is regarded as incident. Updated technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Case considered closed on 30 sep 2015.